Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular fibrillation (vf) cardiac arrest. The right ventricular (rv) lead exhibited intermittent undersensing. The implantable pulse generator (ipg) was explanted and replaced. The rv lead remains in use. No further patient complications have been reported as a result of this event.